Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, a healthcare provider (hcp) requested MRI compatibility guidelines. The hcp stated that the patient¿s implantable neu rostimulator (ins) was not working and they had lost the remote. The patient had lost their patient programmer and recharger and had not recharged for 5 years. It was reviewed that if the patient had not used their device for 5 years, it was most likely off. Over discharge was suspected. No patient symptoms were reported. The indication for implant was radicular pain syndrome (radiculopathies). On 2017-10-23, additional information was received from the patient reporting that they had the poor communication screen on their patient programmer. It was reported that they had a rechargeable device and that they were not able to communicate with their recharger. It was reported that the last time they felt stimulation was about five years ago and that their last successful charge session was about five years ago as well. The patient indicated that the reason they did not charge their device was because they no longer needed the device. It was reviewed with the patient the importance of keeping the ins charged to maintain therapy. It was reviewed consequences of the device being in overdischarge for this period of time. The patient was redirected to follow-up with their healthcare provider to discuss options based on the length of time their device was overdischarged such as ins replacement or as the patient mentioned removal of the system. The patient mentioned that they had not spoken to their hcp for about four years. There were no symptoms reported. It was reported the event date was (B)(6) 2017. No further complications were reported/anticipated.